Event description:
It was reported that after predilatation was performed, the stent failed to cross through the des stent placed during the same procedure. After removal of the stent delivery system to perform additional dilatation, the stent was noted to be dislodged and was found in the patient in the left main, close to the previously deployed stent. The dislodged stent was able to be retrieved using a snare device. The procedure was ended at this time with no adverse patient sequelae noted. No additional information is available. (B)(4).

Manufacturer narrative:
(B)(4): evaluation summary: reportedly, it was attempted to cross distal to a previously implanted stent. It should be noted that the promus instructions for use cautions the user that when treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and/or interaction with previously implanted stents. It is likely that interaction with the previously implanted stent contributed to the reported failure to advance. Additionally, this interaction during the attempt to cross likely resulted in disruption of the stent implant on the balloon such that is subsequently led ot the stent dislodgement during removal. The stent was retrieved from the patient anatomy by a snare device. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Since there was no damage noted to the stent implant or sds prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. Review of the device history record for this lot did not produce any findings relevant to this report. In this case, the failure to cross and stent dislodgement appears to be related to operational context.